Manufacturer narrative:
Concomitant medical product: dtma1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a progressive rise in threshold. The rv lead had high elevated thresholds. The lead continues to be monitored and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.